Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of same device. No patient complications nor injuries were reported, and the patient condition was good post-procedure.